Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed target lesion being treated was located in the calcified left circumflex (lcx) artery. The 2.50x248mm taxus liberte stent delivery system (sds) was advanced to the lcx and could not cross the lesion. The sds was removed and it was damaged to the stent struts was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).